Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect if intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure as it is likely the device interacted with the anatomy causing the reported physical resistance. Additionally, no conclusive cause was identified for the reported material rupture with the patient effects of intimal dissection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified lesion in the proximal left anterior descending (lad) artery. Ablation and pre-dilatation was performed. The 2.50x33mm rx xience sierra stent delivery system (sds) was advanced to the lesion with resistance noted. The balloon ruptured during the first inflation at 6-7 atmospheres. A dissection was noted on the distal side of the stent. Another 2.25x38mm sierra stent was used to treat the dissection. A clinically significant delay in the procedure was reported due to extra imaging required and the additional stent deployment. No additional information was provided.